Manufacturer narrative:
Exemption number e2019001. (B)(6). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported damaged by another device (caused damage) appears to be related to poor image resolution and the poor image resolution was due to patient anatomy. It should be noted that the intended use section of the mitraclip system instruction for use states: the mitraclip system is intended for reconstruction of the insufficient mitral valve through tissue approximation. The off-label use appears to contribute to the poor image resolution resulting in the device causing damage to another device. There is no indication of a product issue with respect to manufacture, design or labeling. The additional xtr mitraclip referenced is filed under a separate medwatch report number.

Event description:
This is being filed to report the device causing damage to another device. It was reported that this was a mitraclip procedure to treat tricuspid regurgitation (tr) with a grade of 4. One xtr mitraclip was implanted however after deployment, the clip detached from one leaflet and remained attached to the other leaflet (single leaflet device attachment (slda)). A second xtr clip delivery system (cds) was deployed to stabilize the slda clip however it interacted with the clip, causing the clip to completely detach from the leaflets. The clip embolized into the chordae of the right ventricle. Another clip was implanted on the anterior and septal leaflets, reducing tr to 1. The embolized clip was not retrieved and remains in the patient anatomy. It was noted visualization was difficult due to the patient anatomy. No additional information was provided.